Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 at 3:00 pm with 900 mg/dl blood glucose reading. Customer has hospitalization because of diabetic ketoacidosis. Customer was treated in the hospital. Customer current blood glucose was 200 mg/dl. Customer blood glucose at the time of the incident was over 400 mg/dl. When customer woke up, their blood glucose reading was 500 mg/dl. Customer was wearing the pump at time of hospitalization. The hospital name holy family. Customer did not perform troubleshooting for high blood glucose reading. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump passed the delivery accuracy test. The insulin pump was received with cracked case at the display window corners and display window. Unit received with stained end cap sticker. Unit received with broken off piece at the battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.